Event description:
Reporter alleged the lancet needle sticks out of the end of the lancet device cap due to its inability to retract after use. No actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.